Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per position specification. Deformation was evident to the proximal stent wraps. No deformation was evident to the distal tip. A 0.014 inch guidewire was backloaded through the distal tip and advanced proximally through the exchange joint with no resistance noted. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure two onyx trucor coronary drug eluting stents failed to cross/position in the lesion. The lesion being treated was mildly tortuous, moderately calcified with 90% stenosis in the mid left main (lm) coronary artery. The devices were inspected prior to use with no issues noted. The devices did not pass through a previously deployed stent. Resistance was not encountered when advancing the devices. Excessive force was not used during delivery of the devices. The stents could not cross thelesion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: it was later confirmed that there was only one onyx trucor device used in this case, not two as previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.